Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Twenty-three (23) samples were received with the original packaging closed. The returned samples were visually inspected at a distance of 12 to 16 inches and normal conditions of illumination. No missing components were found in any of the returned samples. The complaint was not confirmed; no other analysis was performed. A device history record (DHR) review showed there were no issues or nonconformance's reported during the manufacturing of the reported lot number. No corrective actions are required since the complaint was not confirmed.

Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. 510k is blank device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product was received without fillers. No patient involvement.